Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer advised left h frame on the back of the chair is broken.

Manufacturer narrative:
The device in question was returned and a detailed evaluation was performed on it. That evaluation confirmed that there was a broken weld on the back rest frame. The frame was actually received completely broken into two pieces and both side tubes were bent at the ends rendering them no longer circular. No underlying cause for these issues was identified.

Event description:
Dealer advised left h frame on the back of the chair is broken.